Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was prepared and deployed without issue. A second clip was advanced and positioned. The clip was deployed and thereafter the physicians felt the clip had opened slightly. Imaging showed mr had worsened after being deployed. It was decided to place another clip just lateral to the second clip and the final result of mr was grade 1.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported unintended movement of clip open while locked. The reported unexpected medical intervention was a result of case-specific circumstance as another clip was implanted. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was prepared and deployed without issue. A second clip was advanced and positioned. The clip was deployed and thereafter the physicians felt the clip had opened slightly. Imaging showed mr had worsened after being deployed. It was decided to place another clip just lateral to the second clip and the final result of mr was grade 1.